Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that the stent foreshortened. The target lesion being treated was a stenosis in the superficial femoral artery that was measured as 25cm in length with a moderate calcification. A 6x150mm non bsc stent was implanted to treat the first part of the lesion and then a 7x100 130cm eluvia¿ drug-eluting stent was advanced without resistance and implanted to treat the remainder of the lesion. The stent deployed shorter than anticipated and was measured to be 6.5cm. Another 7x100 130cm eluvia¿ drug-eluting stent was used to treat the remainder of the lesion. No patient complications were reported and the patient¿s status was considered satisfying. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. There was also a kink on the mid-sheath approximately 9.5cm from the markerband. There was a kink on the inner liner at 12cm from the tip. The stent was not returned; therefore, the stent shorting could not be confirmed. The handle was opened to inspect for further damage. No further damage was found. No damage to the proximal inner. No damage to the pull rack or the thumbwheel teeth. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The eluvia device dfu states: "do not use after the ¿use by date¿ specified on the package."there is evidence the device was used contrary to product labeling per the dfu. (B)(4).

Event description:
It was reported that the stent foreshortened. The target lesion being treated was a stenosis in the superficial femoral artery that was measured as 25cm in length with a moderate calcification. A 6x150mm non bsc stent was implanted to treat the first part of the lesion and then a 7x100 130cm eluvia¿ drug-eluting stent was advanced without resistance and implanted to treat the remainder of the lesion. The stent deployed shorter than anticipated and was measured to be 6.5cm. Another 7x100 130cm eluvia¿ drug-eluting stent was used to treat the remainder of the lesion. No patient complications were reported and the patient¿s status was considered satisfying. This product is only ous approved but it is similar to an approved us device.